Event description:
The customer was hospitalized for high bgs. The customer was been sick and had an infection. Troubleshooting was performed. The time was off by one hour and all other settings were correct. Explained the impact of incorrect programming on bgs. Also the alarm history revealed several alarms. Assisted the customer in priming the pump and setting the basal rates.